Manufacturer narrative:
Corrected data: b5.- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with lens rotation. Reportedly, "this is icl exchange for right eye due to rotation, icl too small". In a separate surgery the lens was exchanged. H6.- health effect - impact code (f): "4627" should be removed and "4629" should be added. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a specimen cup with debris on product. Visual inspection found debris on lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with lens rotation. Reportedly, "this is icl exchange for right eye due to rotation, icl too small". The lens was explanted.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search- no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)